Event description:
It was reported that there was a fluid loss in the artificial urinary sphincter (aus) system. A surgical procedure was performed to replace the device. There were no patient complications.